Event description:
It was reported that this pacemaker exhibited high out-of-range pacing impedance measurements on the right atrial (ra) lead. Additionally, there were stored episodes with noise and oversensing which led to inappropriate atrial tachycardia response (atr) episodes. It was noted that the oversensing was related to the minute ventilation (mv) feature. The feature was deactivated by the signal artifact monitor. Troubleshooting options were recommended. The patient will continue to be monitored. No adverse patient effects were reported.